Event description:
On 6/jun/2023, it was reported that this patient on peritoneal dialysis (pd) had peritonitis. There were no reported allegations that the event was related to any issues with fresenius products. In an additional follow-up call, the patient¿s pd nurse confirmed the patient was hospitalized on (B)(6) 2023 for symptoms of abdominal pain. While hospitalized, the patient had a pd culture obtained and the patient diagnosed with peritonitis. The pd nurse did not have the pd culture results available. The patient was treated with unknown antibiotic therapy and continued pd treatments. At the time follow-up was completed, the patient remained in the hospital due to non-dialysis related comorbid conditions (according to the pd nurse). The nurse indicated that the patient did not have any issues with fresenius products in relation to the peritonitis event. The nurse was not able to provide the exact cause of the patient¿s peritonitis. However, it was stated that the peritonitis may have been due to a breach in aseptic technique (during the pd exchange) due to the patient¿s vision.